Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The low profile balloon catheter was used for ppi (percutaneous peripheral intervention) on a patient with stenosis in the left cia (common iliac artery). The stenosis was for 5cm in length from the cia bifurcation. Another manufacturer's 6 fr sheath was used together with the device. The device was inserted over a 0.018inch wire guide into the sheath by ipsilateral approach. During advancement, the device got stuck inside the sheath and could not reach to the lesion. Then, the wire guide was changed with 0.035inch wire guide to aid the device advancement to the lesion. However, the devices were removed because the low profile balloon catheter was still stuck. Since a kink in the shaft was visually observed, the physician stopped using the device. It was further noted that the catheter had a "damaged/twisted motion near the balloon" with a tear in the catheter of the pta balloon. Another low profile balloon catheter was used to complete the procedure without any problems. There have been no adverse effects to the patient reported.